Event description:
It was reported that the patient presented symptoms of fever and pus discharge leading to an infection with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Cuff analysis: returned product consisted of an ams800 pressure regulating balloon, occlusive cuff and a control pump. The cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. Functional tests concluded the cuff performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion code of known inherent risk of device was chosen because this complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling including both short or long term known complications or adverse reactions. Based on the results of this investigation, no escalation is required. Pump analysis: returned product consisted of an ams800 pressure regulating balloon, occlusive cuff and a control pump. The ams800 pressure regulating balloon was visually and microscopically examined. No leak was found. The balloon performed within product specifications. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion code of known inherent risk of device was chosen because this complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling. Based on the results of this investigation, no escalation is required. Balloon analysis: returned product consisted of an ams800 pressure regulating balloon, occlusive cuff and a control pump. The ams800 pressure regulating balloon was visually and microscopically examined. No leak was found. The balloon performed within product specifications. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion code of known inherent risk of device was chosen because this complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling including both short or long term known complications or adverse reactions. Based on the results of this investigation, no escalation is required. Additional product component: model number/catalog number- 72400098 and 72400024. Serial number: null and null. Batch/lot number- 941707005 and 942270008. Model/catalog description control pump fgs and balloon fgs 61-70 cm.

Event description:
It was reported that the patient presented symptoms of fever and pus discharge leading to an infection with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.